Event description:
It was reported that two yukon oct polyaxial screws broke three weeks post-operatively. The patient is reported to have "felt the screws dislodge" while opening a heavy door. Revision has occurred. This report will represent the first of two screws.

Manufacturer narrative:
Visual, functional, dimensional, and material analysis could not be performed as the device was not available. Complaint history records were reviewed for this lot, and no similar complaints were identified. We were not able to physically inspect the device; however, photos and x-rays were provided by the complainant. Upon review, it was observed that bilateral screws at the caudal end of the construct had fractured immediately distal to the ball feature of the screw shank. As the incident occurred three weeks after the index surgery, the most likely cause of the reported incident was determined to be patient compliance. Post-operative patient activity may have introduced unanticipated loading within the construct, resulting in screw fracture. Per the IFU, postoperative care and the patient's ability and willingness to follow instructions are two of the most important aspects of successful healing.

Manufacturer narrative:
Hospital discarded the device.

Event description:
It was reported that two yukon oct polyaxial screws broke three weeks post-operatively. The patient is reported to have "felt the screws dislodge" while opening a heavy door. Revision has occurred. This report will represent the first of two screws.